Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right atrial (ra) lead exhibited noise and oversensing. It was noted that the noise appeared to be from minute ventilation (mv) signal oversensing. All the lead measurements were good. No adverse patient effects were reported. The device remains in service.